Manufacturer narrative:
The reported failure mode was confirmed. The rod was unable to distract or retract with manual distractor & erc. Due to the current condition of the rod (jammed), force testing was not performed. The rod was sectioned, and debris build up was found, which may have caused the reduced functionality. Sectioning of the rod determined that it could not be separated from the housing without use of high force. The cause of the jam cannot be definitively determined but may have been related to the bending force applied on the rods during the patient¿s daily activities and to patient anatomical structure, both of which may have caused the distraction rod to wedge in the house tube, resulting in the rod being unable to distract or retract. Review of the device history records revealed no discrepancies related to this complaint. The rod was manufactured in accordance with the specified requirements and met all of the required quality inspections.

Event description:
During evaluation of a second, returned but not previously reported rod in association with medwatch report 3006179046-2020-00393, the rod was found to be unable to distract or retract. Per the original report for 3006179046-2020-00393, a revision procedure was performed in (B)(6) 2020. As per the reporter, the rod would not lengthen. There was no patient injury.